Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 13 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty. There were no operative notes provided that described the surgical procedure, nor notes indicating the reason for the arthroplasty. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to instability, swelling, and pain. The surgeon noted significant medial and lateral instability. He reported significant staining of the anterior medial tibial plateau. The surgeon indicated the patellar component appeared stable and was not revised. There were no allegations against the tibial component, nor the femoral component, though they were revised. The surgeon reported no intraoperative complications. Depuy components and unknown cement were implanted in the revision. Doi: (B)(6) 2015. Dor: (B)(6) 2019, (rt knee).